Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition of no power was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the unit failed the attachment coupling check - the coupling head was worn, the trigger and electronic control unit (ecu) function check - triggers were sticking (ran without pressing the triggers), and the power with test bench check. It was further observed that the motor was worn, the coupling head was worn, and the ecu¿s battery contacts were corroded. The assignable root cause of this condition was determined to be component wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the small battery drive device had no power. During in-house engineering evaluation, it was determined that the triggers were sticking and the device ran without pressing the triggers. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.